Event description:
It was reported the asymptomatic patient presented for a routine follow up. Upon attempt to interrogate, the pacemaker's inductive telemetry was non-responsive. The pacemaker was replaced with no complications. Patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The battery was measured to be at end of life (eol) level which was the cause of failure to interrogate the device. Longevity calculation found no anomaly. Electrical testing was performed with a new battery installed and no anomaly was noted.